Event description:
During a "labral" repair the anchor broke during insertion. The surgeon successfully implanted two 3.5mm twinfix anchors. A third anchor was needed to complete the repair and the surgeon used a 3.5mm twinfix with needles. As with the previous two anchors, the surgeon did not pre-drill the insertion site. The broken portion of the anchor was left imbedded in the pt's bone. The surgeon used another device to complete the case without delay. No pt injury or complications resulted from this incident.